Event description:
It was reported that after a laparoscopic rectal procedure, three days after re-operation, "because the blood picture of patient was bad. The anastomosis seems incomplete. The patient had to have a temporary stoma. There is no further information available." It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: pre op diagnosis: chronic recurrent sigma diverticulitis; no neoadjuvant therapy; hypothyroidism date of surgery: (B)(6) 2015; date of re-surgery: (B)(6) 2015. Device could be handled and fired without any anomalies; the characteristic cracking noise was detected. The staple height was adjusted according to thickness of tissue. But then after opening the instrument (counterclockwise turning of the adjusting knob), it was not possible to withdraw the device because it got stuck in tissue. After clockwise turning of the adjusting knob and rotating the instrument, it could be removed with some effort. A leakage test with air/water was ok, no signs of anastomosis leakage. Donuts were complete. In the night between the third and fourth post-surgery day, the patient revealed pain in spite of a peridural catheter therapy, fever and chills. During re-surgery at (B)(6) 2015, the anastomosis appeared to be fibrin covered circumferentially. The leakage could only be detected with some major manipulation. No blood transfusion was necessary. Lavage of abdomen. Patient got a temporary ileostoma for approx six weeks. Anticoagulation therapy due to a pulmonary embolism for 6 months necessary (note: we are currently not sure if the pulmonary embolism is a result from the anastomosis leakage). Patient is well and already discharged from hospital. The reconnection of proximal and distal part of ileum is planned in three weeks. The anastomosis was not performed in double stapling technique.